Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 454 mg/dl and the current blood glucose was 217 mg/dl. Customer treated high blood glucose with manual injection. Customer stated symptoms related to high blood glucose that was nausea. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer stated that the insulin pump was under delivering the insulin. The displacement test was passed. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.